Manufacturer narrative:
The device was received on 9/16/2020 and on 9/17/2020 it was observed with a kink on the body shaft near the client tip area. The kink was assessed as not MDR reportable as the integrity of the device was not compromised and no internal components were exposed, then the potential risk that it could cause or contribute to a death or serious injury was remote. The device evaluation was completed on 9/24/2020. It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Mid-procedure cardiac tamponade was confirmed by intracardiac echocardiography (ice) imaging. Pericardiocentesis was performed to drain 200ml of fluid from the pericardial space, and 40 ml of fluid was returned to the patient. Remainder of the procedure was aborted. Patient was reported in stable condition after pericardial drainage. The patient was admitted to the hospital; however, it is unknown if extended hospitalization was required. The physician stated he felt a tactile force response from the catheter during the ablation. No biosense webster product malfunctions nor error messages were reported. The device was visually inspected and it was found with a kink on the body shaft near the client tip area. The magnetic, temperature were tested and no issues were observed. The force test cannot be performed since the catheter failed the irrigation test. In addition, the catheter was deflecting correctly. The catheter failed the electrical test since current leakage was observed in all the electrodes, failure analysis was performed and it was found with corrosion on the connector pins. This is the root cause of the catheter failed electrical test. The catheter failed the irrigation test. The catheter was dissected in the client tip area and the irrigation tube was found kinked. This is the root cause of the catheter failed the irrigation test. No other damages observed in the irrigation tube. A manufacturing record evaluation was performed for the finished device with lot number 30376823m, and no internal actions related to the reported complaint condition were identified. The root cause of adverse event remains unknown. The root cause of corrosion on pins and irrigation tube and body shaft kinked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device with lot number 30376823m, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Mid-procedure cardiac tamponade was confirmed by intracardiac echocardiography (ice) imaging. Pericardiocentesis was performed to drain 200ml of fluid from the pericardial space, and 40 ml of fluid was returned to the patient. Reminder of the procedure was aborted. Patient was reported in stable condition after pericardial drainage. The patient was admitted to the hospital; however, it is unknown if extended hospitalization was required. The physician stated he felt a tactile force response from the catheter during the ablation. No biosense webster product malfunctions nor error messages were reported. The power used ranged between 31-35 watts. Ablations were delivered in the left ventricle, near the mitral annulus. A retrograde aortic access was used. The number of ablation lesions were 6. The ablation flow rate was 15ml/min. The visitag settings used were: 4mm, 4 secs, fot 25% 3g. Impedance drop was used for tag coloring: 5-10 ohms range used. Force reading shown in dashboard only.